Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported skin changes and itchiness followed by pain in breast. Patient representative reported rupture discovered intraoperatively. Devices has been explanted. Record relates to an unknown side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is a medical event and is not related to the device. Pruritus : unable to observe since it is a medical event and is not related to the device. Rupture : no observed. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Skin rash/dermatitis: unable to observe since it is a medical event and is not related to the device. Capsular contracture : : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient representative reported that the patient developed "skin changes and itchiness... Followed by pain". Rupture of one device was discovered intraoperatively. Capsular contracture baker grade ii was also reported. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device photo analysis: visual analysis of the photographs identified: pain: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pruritus: unable to observe since it is a medical event and is not related to the device. Skin rash/dermatitis: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.